Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. No lot # provided. Device manufacture date: unknown. Results: a sample or photo was not available for evaluation. A review of the device history record could not be performed as a lot number was not provided for this incident. In the event that new, changed, or corrected information is obtained, a supplemental report will be filed. Conclusion: without a sample, an absolute root cause for this incident cannot be determined. (B)(4).

Event description:
It was reported that after collecting blood the healthcare provider cut her thumb on a piece of broken glass near the rubber stopper of the 16x100 mm 8.5 ml bd vacutainer® glass whole blood acd tube. The healthcare worker received post exposure and lab work and a tetanus shot.